Event description:
It was reported that during an eval conducted at the MFR, the pneumatic drill leaked oil. This event did not occur in a surgical environment, so there was no pt involvement. No user injury was reported, and no adverse consequences were alleged with this event.

Manufacturer narrative:
The device is contained at the MFR and an investigation is anticipated. A f/u report will be submitted if the investigation results require.